Event description:
On (B)(6) 2007, the patient was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unknown date a proximal type I endoleak with possible aneurysm growth was noted. On (B)(6) 2012, the patient was implanted with two additional gore excluder aaa endoprosthesis aortic extender components to re-establish the seal and exclude the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.